Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders were not crossed over. A technical support specialist stated that the issue was resolved on the customer side. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es system order not crossing over. The customer added that they were able to remove medication on non-profile mode. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the device it was determined that the orders were not crossing. A technical support specialist stated the issue was resolved on the customer side. The system was functional as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system order not crossing over. The customer added that they were able to remove medication on non-profile mode. There were no adverse events or injuries reported based on this event.